Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that during a right reverse shoulder, the pin got stuck in the resection guide, and the pin connector snapped off of the guide. Rep was not present for the procedure and does not know how the issue was resolved, but is able to confirm the case was completed successfully.

Manufacturer narrative:
Due to the current covid-19 pandemic it was not possible to inspect the product as the access to the facility is restricted. The investigation will be reassessed as soon as restriction is lifted. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during a right reverse shoulder, the pin got stuck in the resection guide, and the pin connector snapped off of the guide. Rep was not present for the procedure and does not know how the issue was resolved, but is able to confirm the case was completed successfully.

Manufacturer narrative:
The reported event that a reunion tsa - extramedullary resection guide was alleged of 'instrument - assembling / disassembling impaired during implantation' could not be confirmed, since the device was returned and is perfectly functional. The device does not show any extensive signs of use. The different parts can perfectly be attached to each other in all dispositions. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during a right reverse shoulder, the pin got stuck in the resection guide, and the pin connector snapped off of the guide. Rep was not present for the procedure and does not know how the issue was resolved, but is able to confirm the case was completed successfully.